Event description:
I used breathe right strips on the external part of my nose to prevent snoring and I got a nasty infection on my nose. I had to go to the dr a few times to get antibiotics. In contacted the MFR but they didn't do anything. The dr took a sample of the infection and sent it to the lab for testing. I don't think anything really bad was discovered since I wasn't notified of any problem. Dates of use: (B)(6) 2018. Reason for use: to stop snoring.